Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2019 as the event date is unknown. Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Block h6: problem code 2906 captures the reportable event of clip difficult to release from the catheter. Block h10: investigation results: visual examination of the returned complaint device noted the clip assembly was attached to the control wire and the capsule tabs were locked in to the capsule. Additionally, the catheter was found to be severely kinked at the distal, proximal and middle section. Functional evaluation was performed and the device was activated and fully deployed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter. Eventually, after twenty minutes of wiggling the handle, the clip finally came off. The procedure was completed with another resolution 360 clip device. No patient complications have been reported due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on september 04, 2019. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as the event date is unknown. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter. Eventually, after twenty minutes of wiggling the handle, the clip finally came off. The procedure was completed with another resolution 360 clip device. No patient complications have been reported due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.